Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in the patient¿s mouth, a failure occurred upon insertion. Primary stability was not achieved at the time of the event. The device will be forwarded to the manufacturer for investigation. No further comnplications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that on the day the dental implant was placed, in the patient¿s mouth, a failure occurred upon insertion. Primary stability was not achieved at the time of the event. No further complications were observed.